Manufacturer narrative:
(B)(4). G2 foreign: australia. H6 proposed component code: mechanical (g04)- head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is unavailable per hospital policy. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had primary hip surgery. Subsequently, patient underwent an extensive hip washout and antibiotic therapy in approximately two years later where the head and liner were replaced. Patient was revised again approximately three months later due to multiple dislocations. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.